Event description:
It was reported to philips that there is a a general device error appeared when the device was first powered on. No patient harm or injury has been reported. Further information will be send upon completion of the manufacturer's investigation.